Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) over 500 mg/dl. The ketones were large and the patient was vomiting. For treatment, the patient was given insulin and fluid drips. The pod was worn between 4 and 24 hours on the arm. The patient was still in the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.